Manufacturer narrative:
The reported events of sensing anomaly and failure to disconnect were not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform the lead to device insertion test and dimensional analysis due to the condition of the partial lead as received. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented with low sensing noted on the right ventricular lead. During the revision process, both leads were found to be wrapped around each other. The leads were explanted on (B)(6) 2025. No adverse patient consequences were reported.